Manufacturer narrative:
Hill-rom's initial investigation revealed there was insufficient loctite applied where the top hydraulic assembly connects to the supporting tubes of the backboard of the chair. If this joint loses connection, the force would be directed onto the backboard of the chair which may cause it to sheer apart as it appears occurred in this incident. No further information is available on the repair of the chair at this time. Hill-rom has initiated a CAPA to further investigate this incident and the investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the beach chair fell back during a procedure. The momentum was minimized by a pump next to the patient and a staff member who held the chair in the upright position the surgeon finished the procedure and no patient/user injury was reported. This report was filed in our complaint handling system as complaint #(B)(4).